Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 300 units of insulin. There was no reported impact to the customer's blood glucose level due to not testing. Additionally, it was reported that the customer was injecting air into the cartridge prior to filling the cartridge with insulin. During the call with tandem technical support, the customer was able to complete the load process and resume insulin.